Event description:
Customer reports of having a scratch on display screen. Customer also reports of having air bubbles in reservoir. Troubleshooting was performed and customer was assisted in removing air bubbles. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.